Event description:
On (B)(6) 2012, the patient claimed her insulin cartridge has a leakage issue. Reportedly, she smells insulin and felt the moisture in the cartridge compartment. The patient did not have any incident with the alleged cartridge but claimed that in the past when she has the cartridge leakage issue, she was hospitalized. She now closely monitors for any cartridge issue. The alleged cartridge is being returned for investigation. This complaint is being reported due to the alleged cartridge issue and because, the patient allegedly was hospitalized for similar cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Corrected data: 510k #k032257.